Event description:
It was reported that when during preparation when removing the protective sheath from a 2.25 x 15 mm xience xpedition, the stent dislodged from the balloon. There was no resistance reported when removing the sheath. The device was not used. Another same size xience xpedition was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.